Manufacturer narrative:
Afterwards, the servo 900c was tested and appeared to function normally. The mixer was also tested and functioned as it should. There was no information on a drop in pressure of the central gas supply. According to the hospital biomed it is no technical problem but to be on the safe side he asked maquet critical care ab for an official opinion on the status of the mixer. The patient survived. Post investigation: investigations of the returned mixer have been finalized and our findings show that the mixer is working normally. All its parameters are within specifications. Our conclusion in the matter is the mixer was not the root cause of the difficulty experienced. From the information available the cause of the problem cannot be determined. The ventilation mode was switched from pc (pressure control) to ps (pressure support). Ps is a spontaneous breathing mode in which the patient must trigger the breaths. Trigger sensitivity and inspiratory pressure level must be set at suitable values to get adequate ventilation. For patient safety, upper and lower alarm limits for expired minute volume and oxygen concentration must be set appropriate levels. The o2-air mixer 961 mixes air with oxygen to achieve the desired oxygen concentration in the gas delivered to the patient. Included in 900c is an o2-cell for measuring of the o2-concentration in the gas mixture delivered by the mixer. If the o2-concentration from the mixer differs from the user-set o2 concentration alarm limits, the audible and visual alarms will be generated to alert the user. Based on the above information this complaint has been closed. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care, ab. Maquet critical care ab provided product failure investigation, analysis and resolution for the device described in this report.

Event description:
A patient turned blue whilst on the servo 900c. The nurse just changed the ventilation mode from pc to ps. After some time there was a sp02 alarm and they read 55% on the display ( a drop of 45%). The o2 alarm on the servo 900c was set to the lowest possible value (21%). The patient was ventilated with a servo 900c with 02/air mixer. The mixer was set on 40% 02 but the display read 25%.